Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, evidence of bio-burden was observed indicating procedural use. The blade was found to fractured. The distal (fractured tip of the blade), was returned. The device inspection indicated that the complaint was confirmed for the reported failure mode. A review of the DHR supports that the device met all inspections and test criteria prior to release from stryker. The reported event could be attributed to: - jaws/blade subassembly damage or separation subsequent to distribution from stryker's sustainability solutions - too much force or torque applied to instrument, or grasping/pulling - scalpel blade tip or jaw broken or damaged, cleaning instrument or blade tip with abrasives - incidental and prolonged activation against solid surfaces, such as bone, metal or plastic - attempting to bend, sharpen, or otherwise alter the shape of the blade the instructions for use (IFU) state: - do not attempt to bend, sharpen, or otherwise alter the shape of the blade. Doing so may cause blade failure and user or patient injury. - avoid contact with any and all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips, or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error. - care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Clamping the tissue pad against the active blade without tissue on the full length of the blade will result in higher blade, clamp arm and distal shaft temperatures and can result in possible damage to the instrument. If this happens, there may be a system failure signaled by a continuous tone or alert screen when either of the foot pedals or hand control buttons is depressed. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the harmonic shears broke during use. The complainant is not aware of any patient injury, medical intervention, or extended procedure time. These are commonly used devices that are readily available.